Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('within the myometrium are multiple intramural and subserosal nodules. The nodules display gray-white whorled cut surfaces'), device expulsion ('within the myometrium are multiple intramural and subserosal nodules. The nodules display gray-white whorled cut surfaces') and pelvic pain ('pain/ pelvic pain') in a 40-year-old female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and cholecystectomy. Concurrent conditions included genital bleeding, uterine enlargement, fibroids, adenomyosis, endometrial hyperplasia, uterine bleeding, dysfunctional uterine bleeding and uterine fibroid. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2014 for genital bleeding, topiramate (topamax) for migraine as well as amitriptyline, hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6) 2014, ibuprofen (motrin ib) since (B)(6) 2014, ibuprofen since (B)(6) 2014, ketorolac tromethamine (toradol), mepyramine maleate;pamabrom;paracetamol (pamprin) since (B)(6) 2014, ondansetron (zofran) and venlafaxine hydrochloride (effexor). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("other injury(ies) or complication please describe: bloating") and abdominal pain ("pain abdominal"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, headache, nausea, tooth disorder, dyspareunia, abdominal distension and abdominal pain outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the migraine and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: device removal date was mentioned as (B)(6) 2014 and the date matches with date of hysterectomy; however there is no further information present if plaintiff underwent salpingectomy. Pt for essure procedure. Visualization of ostia device placed easily in bilateral ostia,4-5 coils visible diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device embedded, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: medical record received. Events added: within the myometrium are multiple intramural and subserosal nodules. The nodules display gray-white whorled cut surfaces. Reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('within the myometrium are multiple intramural and subserosal nodules. The nodules display gray-white whorled cut surfaces'), device expulsion ('within the myometrium are multiple intramural and subserosal nodules. The nodules display gray-white whorled cut surfaces') and pelvic pain ('pain/ pelvic pain') in a 40-year-old female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and cholecystectomy. Concurrent conditions included genital bleeding, uterine enlargement, fibroids, adenomyosis, endometrial hyperplasia, uterine bleeding, dysfunctional uterine bleeding and uterine fibroid. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2014 for genital bleeding, topiramate (topamax) for migraine as well as amitriptyline, hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6) 2014, ibuprofen (motrin ib) since (B)(6) 2014, ibuprofen since (B)(6) 2014, ketorolac tromethamine (toradol), mepyramine maleate;pamabrom;paracetamol (pamprin) since (B)(6) 2014, ondansetron (zofran) and venlafaxine hydrochloride (effexor). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("other injury(ies) or complication please describe: bloating") and abdominal pain ("pain abdominal"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, headache, nausea, tooth disorder, dyspareunia, abdominal distension and abdominal pain outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the migraine and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: device removal date was mentioned as (B)(6) 2014 and the date matches with date of hysterectomy; however there is no further information present if plaintiff underwent salpingectomy. Pt for essure procedure. Visualization of ostia device placed easily in bilateral ostia,4-5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device embedded, device expulsion. Lot number: 638495 manufacturing date: 2009-05 expiration date: 2012-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a 40-year-old female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and cholecystectomy. Concurrent conditions included genital bleeding, uterine enlargement, fibroids, adenomyosis, endometrial hyperplasia, uterine bleeding, dysfunctional uterine bleeding and uterine fibroid. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2014 for genital bleeding, topiramate (topamax) for migraine as well as amitriptyline, hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6) 2014, ibuprofen (motrin ib) since (B)(6) 2014, ibuprofen since (B)(6) 2014, ketorolac tromethamine (toradol), mepyramine maleate;pamabrom;paracetamol (pamprin) since (B)(6) 2014, ondansetron (zofran) and venlafaxine hydrochloride (effexor). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("other injury(ies) or complication please describe: bloating") and abdominal pain ("pain abdominal"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the migraine and fatigue was resolving and the headache, nausea, tooth disorder, dyspareunia, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: device removal date was mentioned as (B)(6) 2014 and the date matches with date of hysterectomy; however there is no further information present if plaintiff underwent salpingectomy. Pt for essure procedure. Visualization of ostia device placed easily in bilateral ostia,4-5 coils visible . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-dec-2019: plaintiff fact sheet was received. Concomitant drug were added. Events outcomes were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and cholecystectomy. Concurrent conditions included genital bleeding, uterine enlargement, fibroids, adenomyosis, endometrial hyperplasia, uterine bleeding, dysfunctional uterine bleeding and uterine fibroid. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2014 for genital bleeding as well as amitriptyline, hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6) 2014, ibuprofen (motrin ib) since (B)(6) 2014, ibuprofen since (B)(6) 2014, ketorolac tromethamine (toradol), mepyramine maleate;pamabrom;paracetamol (pamprin) since (B)(6) 2014, ondansetron (zofran) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("other injury(ies) or complication please describe: bloating") and abdominal pain ("pain abdominal"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: device removal date was mentioned as (B)(6) 2014 and the date matches with date of hysterectomy; however there is no further information present if plaintiff underwent salpingectomy. Pt for essure procedure. Visualization of ostia device placed easily in bilateral ostia,4-5 coils visible diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and cholecystectomy. Concurrent conditions included genital bleeding, uterine enlargement, fibroids, adenomyosis, endometrial hyperplasia, uterine bleeding, dysfunctional uterine bleeding and uterine fibroid. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2014 for genital bleeding as well as amitriptyline, hydrocodone; paracetamol (acetaminophen; hydrocodone) since (B)(6) 2014, ibuprofen (motrin ib) since (B)(6) 2014, ibuprofen since (B)(6) 2014, ketorolac tromethamine (toradol), mepyramine maleate; pamabrom; paracetamol (pamprin) since (B)(6) 2014, ondansetron (zofran) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("other injury(ies) or complication please describe: bloating") and abdominal pain ("pain abdominal"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: device removal date was mentioned as (B)(6) 2014 and the date matches with date of hysterectomy; however there is no further information present if plaintiff underwent salpingectomy. Pt for essure procedure. Visualization of ostia device placed easily in bilateral ostia,4-5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: new pfs+mr received. Lot number received. Event injury was updated and new events were added: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, other injury(ies) or complication please describe: bloating and abdominal pain were added. New reporters and plaintiffs information added. Concomitant conditions and drugs added. Lab data added. Removal details added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.